Event description:
It was reported by the rep that during a laparoscopic cholecystectomy, the surgeon had isolated the duct, first clip was fine, the second firing a small crunch was heard and it locked down on the duct. The surgeon squeezed down again to release the device from the duct, however the duct was torn. The surgeon pulled back on the device to remove from the duct. Another clip was put on the duct to seal. Another device was used to complete the case. There was no adverse consequence to the patient. Two devices are being returned, unable to identify the suspected device. Additional follow up from the sales rep, "no surgeon did not try to pull open jaws. I have since worked with dr on this. The clip applier was locked on the duct and he pulled it off in the closed position. It is happening because he is trying to clip right next to the closest clip on the underside of the applier and it is catching on the first clip. Not allowing the device to fully close making the second clip. Patient is just fine.

Event description:
In 2009, patient reported hard knots in her stomach, ongoing e4 (occlusions), and increased blood glucose. She stated this has been ongoing for 2 months. Patient reported her most recent occlusion was this morning and her blood glucose was elevated to the range of "hi" (>600 mg/dl). Patient's target blood glucose by delivering insulin through injections and her infusion device. Occlusion was not occurring at the time of the call. Discussed use of insertion device and proper site rotation. Advised to avoid using front of abdomen due to knots and scar tissue. Reviewed possible and recommended infusion sites. Patient reported she spoke with her endocrinologist regarding concerns, and it was recommended she try a different insulin. Reviewed manufacturer's insert and that insulin should be changed every 48-hours when used in infusion device cartridge. Patient reported she had surgery and has received 2 steroid shots, which she states she knows will affect her blood glucose. Reviewed troubleshooting completed on her own when e4 occlusion occurs. Sent infusion set insertion device, product was replaced and requested return of the suspect product for evaluation. On follow up call in 2009, patient reported "I am doing a whole lot better right now."

Manufacturer narrative:
Date sent: 11/12/2009. Device b batch # f9hh1x, mfg date 09/15/2009; exp 08/15/2014 anti-backup failure, indicator wheel failure device (a) was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended. Device (b) found that it was received in good visual condition. The device was cycled and the antibackup feature was noted non-functional, causing two unformed clips. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining six clips were fed and formed according manufacturing specifications and then, the device locked out as intended but the orange indicator was noted beyond its intended position. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
Date sent: 10/28/2009. Information anticipated, but unavailable at this time.